Event description:
It was reported a patient underwent an arthroplasty on (B)(6) 2023 and topical skin adhesive was used. Two days ago the patient presented skin reaction, pruritus, inflammation and yesterday increased volume. Doctor gives an indication to remove the product. Product was extracted and the patient was hospitalized at home. Topical corticosteroids and an oral antihistamine were prescribed. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not returned. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? No. Patient status/ outcome/consequences: yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Skin reaction, pruritus, inflammation, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no. Is the patient part of a clinical study? Unknown. Additional information has been requested and received. What is the procedure date (dd/mm/yyyy)? (B)(6) 2023. What date did the reaction occur on (dd/mm/yyyy)? (B)(6) 2023. Other than product being removed, was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. The product was extracted and the patient was hospitalized at home. Topical corticosteroids and an oral antihistamine were prescribed. If medication was required, please clarify if it was prescription strength. Topical corticosteroids and an oral antihistamine were prescribed. Can you identify the product code and lot number of the product that was used? Code: clr22 and lot: rkbjxj. What is the most current patient status? Today the patient is better, without local heat, without edema, she walks well and does not complain of pain. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? It is not known. Photo of the patient once the product has been removed. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.